Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-719b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, and signs of melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the first fiber was not functioning at 72,236 joules of use and 7:12 minutes. The fiber was exchanged and the second fiber stopped working at 130,000 joules and 13 minutes. The fiber was exchanged and the third fiber was firing straight at 350,000 joules and 35 minutes. The procedure was completed with another of the same device. Patient outcome: no injury to the patient was reported. This report is for second fiber.